Event description:
A (B)(6) female pt contacted zoll customer support to report check belt messages and a service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (check belt alarms/code 204) has been confirmed. As received, the trunk cable connector was cracked with wires exposed. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.